Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-01019. It was reported the patient has fallen twice in the past several weeks. Reportedly, stimulation has changed since that time. Diagnostic testing reveals one lead with high impedance values. A physician consult and x-rays were ordered to further address the issue. Follow-up identified the patient was hospitalized due to an unrelated issue. However, a lead revision is planned at a future date.

Event description:
Device 2 of 2, reference MFR report#1627487-2016-01019. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the entire pns system was explanted and replaced with new burst technology which resolved the issue.